Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure performed by dr. (B)(6) (assisted by a dr. (B)(6)) on (B)(6)2010, using a pinnacle anterior/apical pfr kit, was, per dr. (B)(6), "difficult, but the procedure went well." According to dr. (B)(6), the patient developed hydronephrosis two days after the procedure. On (B)(6)2010, the physician re-operated on the patient to relieve the tension on the ureter by cutting the left mesh pinnacle leg. A stent (manufactured by johnson & johnson) was inserted into the patient's ureter. The patient has been discharged from the hospital and has to self-catheterize. No further information regarding the patient's current condition has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was not given any specific medication post-operatively. The patient had the stent (manufactured by johnson & johnson) removed on (B)(6) 2010 and will be monitored.

Manufacturer narrative:
The patient's exact age is unknown, but was reported to be over 18 years of age. There is no patient codes available for hydronephrosis, stent insertion, and self-catheterization. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation by the physician that the patient is "doing well with no further complications."

Manufacturer narrative:
'Describe event or problem' field was updated with additional information.

Event description:
It was erroneously stated in supplemental manufacturer report (follow up number 001) that the patient was not given any medications post-operatively. Per the information provided to boston scientific corporation, the patient was not on any relevant medications pre-operatively.

Manufacturer narrative:
An error in the information provided in 'describe event or problem' in supplemental manufacturer report (follow up number 001) has been corrected. A review of the manufacturing records was performed and no issues that could have contributed to this event were found.